Event description:
Caller reported that pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and advised the caller on backup insulin therapy using multiple daily injections (mdi).